Event description:
The reporter stated that the calcaneal screw was observed to have backed out. The washer had become dislodged and the screw had to be removed in a second surgical procedure. Integra has requested additional info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.